Event description:
It was reported that, after partial knee replacement, with an engage femur and a journey ii cemented uni tibia, the patient complained of pain in the knee. A revision surgery was performed to retrieve the engage component off showing little to no bone ingrowth. Patient current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to knee pain after a partial knee replacement with an engage femur and a journey ii cemented uni tibia. Reportedly, the surgeon ¿pulled the engage component off showing little to no bone ingrowth ¿. As of the date of this medical investigation, the requested clinical documentation has not been provided and the length of time since the implantation of the mixed-system uni-knee prostheses remains unknown, as well as the onset of symptoms and current patient status. The knee systems instructions for use notes each total knee system is designed as a system and does not allow substitution from other systems or manufactures and the surgical technique notes best practices and technique tips. All correspondence, documents, and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited documentation provided, no definitive clinical factors have been identified which would have contributed to the reported event. The length of time in-vivo, onset of reported symptoms, patient activities and comorbidities remain unknown as of the date of this medical investigation. It is unknown if the mixed-system uni-knee construct may have contributed to the reported event. The patient impact beyond the reported knee pain and subsequent revision with intraop findings of ¿little to no bone ingrowth¿ could not be determined. No further medical assessment can be rendered at this time. Devices specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management files and prior actions review could not be performed. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include friction joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided and the length of time since the implantation of the mixed-system uni-knee prostheses remains unknown, as well as the onset of symptoms and current patient status. The knee systems instructions for use notes each total knee system is designed as a system and does not allow substitution from other systems or manufactures and the surgical technique notes best practices and technique tips. All correspondence, documents, and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited documentation provided, no definitive clinical factors have been identified which would have contributed to the reported event. The length of time in-vivo, onset of reported symptoms, patient activities and comorbidities remain unknown as of the date of this medical investigation. It is unknown if the mixed-system uni-knee construct may have contributed to the reported event. The patient impact beyond the reported knee pain and subsequent revision with intraop findings of ¿little to no bone ingrowth¿ could not be determined. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the production records and complaint history review could not be performed. A review of the instructions for use documents for engage partial knee system revealed that pain has been identified in adverse effects and complications. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, as a correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action may be indicated.